Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating, had disconnected mode and critical override mode. The customer reported that the nurses was unable to remove the medication through an order, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A field service engineer found that the station was in disconnected mode and assisted the customer using remote support services. The fse requested customer to connect with the hospital information technology (it) team to investigate further to resolve the issue. The customer later confirmed that the station has been connected to network. The system functioned as intended after the field service engineer verified the device.